Event description:
The reporter indicated that a 12.1mm vicm5_12.1 -10.00 diopter implatable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2022 the lens was explanted due to uveitis( pred forte. Prescribed). It was reported that the problem resolved.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).